Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigation replicated and confirmed the customer reported complaint. For clarification, the instrument was found to have damage of the conductor wire¿s insulation. The conductor wires were exposed, however none of the wires exhibited any wear or breakage. An electrical continuity test was performed and the instrument passed. The insulation was lifted, but no pieces were missing. The housing was removed from the back end, and no damage was observed. This failure was attributed to mishandling/misuse, such as collision of the instrument with a sharp object. A review of the complaint history does not show any additional complaints related to the product. There was no indication that there was a recurrence of the issue. A review of the device logs for the maryland bipolar forceps (part# 470172-16 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 6 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. This complaint is reportable due to the following: it was alleged that the instrument had conductor wire damage with a passed electrical continuity test. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps was found to have a frayed cable. A backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury.